Event description:
Approximately three months later additional information was received that this device and right ventricular (rv) lead revealed a high out of range shock impedance measurement. Previously it was unknown at the time whether this right ventricular (rv) lead was manufactured by boston scientific. The model and serial number of this right ventricular lead were recently obtained and were reported on the lead ( endotak reliance lead (B)(4)) which also displayed a high out of range shock impedance measurement. The patient has been hospitalized for further monitoring. No adverse patient effects were reported.

Event description:
Boston scientific received information that pacemaker caused a red alert to be declared due to high shock lead impedances. The patient's physician is aware of the situation and the system remains implanted at this time. (The right ventricular (rv) defibrillation lead model and serial number are unknown) no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The df- header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. The device did not reach elective replacement indicator (eri) and has 1.3 amp hours left when received. The device was returned for disposal and archived at boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.